Event description:
It was reported that high atrial capture threshold was noted during a pulse generator replacement. The atrial lead exhibited bipolar capture threshold of 5.0 v and a bipolar impedance of 491 ohms. The new pulse generator was programmed to unipolar. Atrial unipolar lead impedance was less than 200 ohms, and capture threshold was 0.75 v at 0.4 ms. The atrial lead would be monitored.